Manufacturer narrative:
The investigation has been completed. The console (ic4970) was sent back for further investigation. The purge disc retainer was confirmed to be broken which likely effected the sensor¿s ability to detect the purge disc. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella ld for mechanical circulatory support. While on support, the automated impella controller (aic) experienced damage observed at the purge disc, which was resolved by changing the console. No patient harm reported.